Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for the lens used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was prescribed steroid eye drops to treat inflammation. One week later, the patient's vision improved. The event has resolved. Additional information was provided indicating that the patient developed toxic anterior segment syndrome and cell were visible in the anterior chamber. No cultures were performed.